Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-11536. Related manufacturer reference number: 1627487-2019-11538. It was reported following a permanent implant on (B)(6) 2019, the patient was in extreme pain and was admitted to the hospital. Next course of action is undetermined at this time.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow-up information indicated the patient¿s pain has resolved.